Event description:
During a follow-up, noise that resulted in oversensing was noted on the right atrial (ra) lead. Insulation damage was suspected but was not confirmed. An x-ray was performed and no anomalies were observed. No intervention was performed and the patient was stable and will continue to be monitored.

Event description:
It was reported that the right atrial lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.